Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements, triggering a lead safety switch (lss). Additionally, there were stored episodes showing oversensing of noise. At this time, the health care professional (hcp) elected to reprogram the fixed sensitivity and may consider lead revision in the future. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements, triggering a lead safety switch (lss). Additionally, there were stored episodes showing oversensing of noise. At this time, the health care professional (hcp) elected to reprogram the fixed sensitivity and may consider lead revision in the future. No adverse patient effects were reported. This lead remains in service. Additional information: technical services (ts) discussed the high impedance condition, in combination with artifacts on rv sensing channel related to movement and manipulation when programmed to bipolar sensing, is a strong indication for lead impairment. The patient underwent a revision procedure, and this lead was surgically capped/abandoned. A new lead was successfully implanted. Besides intervention, there were no other adverse patient effects reported.